Event description:
Customer's mother reported that the insulin pump would not turn on even when a new battery was installed. Caller was unable to troubleshoot as she did not have the insulin pump with her. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.